Event description:
It was reported that the patient had advance sling erosion because the sling was "implanted too proximal". This sling was explanted on an unknown date. No additional patient complications were reported in relation to this event.